Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced mechanical issues that led to a revision surgery. During the surgery fluid loss was noted; however, its source was not identified. The entire aus was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.